Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #7216823. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
Material no. 305553 batch no. 7216823. It was reported that during use of the bd 1ml, 27 gauge x 1/2 inch syringe the needle fell off the syringe as the patient was mixing sylatron. There was a pop sound from an unspecified item then the needle fell off the syringe. The following information was provided by the patient advocate: patient advocate called to report when the patient was mixing sylatron there was a pop sound from an unspecified item then the needle fell off the syringe. The patient advocate did not have complete information and details. Outbound call will be made to the consumer to obtain lot and exp date and questions that were unknown by reporter and to find out if the product can be retrieved. Sylatron did not patient. No ar/pqc. Information: syringe is a bd 1ml, 27 gauge x 1/2 inch. Obtain syringe wrapper only if syringe is removed from the wrapper."

Manufacturer narrative:
Medical device brand name: bd 1ml, 27 gauge x 1/2 inch syringe. Medical device manufacturer: bd medical - diabetes care holdrege. Medical device catalog # 305553. Medical device lot #: 7216823. Medical device expiration date: 2022-09-30. Unique identifier (UDI) #: 30382903055532. Manufacturing location: bd medical - diabetes care holdrege. PMA / 510(k)#: k980580. Device manufacture date: 2017-08-04.

Event description:
Material no. 305553. Batch no. 7216823. It was reported that during use of the bd 1ml, 27 gauge x 1/2 inch syringe the needle fell off the syringe as the patient was mixing sylatron. There was a pop sound from an unspecified item then the needle fell off the syringe. The following information was provided by the patient advocate: patient advocate called to report when the patient was mixing sylatron there was a pop sound from an unspecified item then the needle fell off the syringe. The patient advocate did not have complete information and details. Outbound call will be made to the consumer to obtain lot and exp date and questions that were unknown by reporter and to find out if the product can be retrieved. Sylatron did not patient. No ar/pqc information: syringe is a bd 1ml, 27 gauge x 1/2 inch. Obtain syringe wrapper only if syringe is removed from the wrapper."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown. Batch no. Unknown. It was reported that during use of the unspecified bd 1ml, 27 gauge x 1/2 inch syringe the needle fell off the syringe as the patient was mixing sylatron. There was a pop sound from an unspecified item then the needle fell off the syringe. The following information was provided by the patient advocate: patient advocate called to report when the patient was mixing sylatron there was a pop sound from an unspecified item then the needle fell off the syringe. The patient advocate did not have complete information and details. Outbound call will be made to the consumer to obtain lot and exp date and questions that were unknown by reporter and to find out if the product can be retrieved. Sylatron did not patient. No ar/pqc information: syringe is a bd 1ml, 27 gauge x 1/2 inch. Obtain syringe wrapper only if syringe is removed from the wrapper."